Event description:
During routine maintenance of the 1 ml syringe on the cobas amplicor, the syringe broke. The customer was replacing the teflon tip on the syringe, and the syringe broke as the customer was re-inserting the plunger into the syringe. There were no reports of injury resulting from the break.

Manufacturer narrative:
The syringe broke as the user was re-inserting the plunger. There were no defects reported specific to the syringe or plunger.the routine maintenance procedure for the replacement of the plunger teflon tips on the cobas amplicor analyzer operator's manual, maintenance section pages 6.8-6.10. Included in this section is a specific cautionary statement advising that "caution should be taken when pushing the pluner into the glass barrel of the syringe." The cautionary statement also recommends "that the operator wear puncture resistant hand protection to prevent possible hand injury if breakage of the syringe were to occur." In addition, product bulletin 2006/256, informed users of improvements to the process for teflon tip replacement.